Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced a performance decrement with the device use. The device was explanted (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 10, 2023.